Manufacturer narrative:
Block b3: the date of the event was approximated to 8/1/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, when the technician tried to deploy the clip, it would not release from the catheter. While trying to fix it, the wire came loose from the handle, and the catheter was removed with the wire and clip still attached to the tissue. The physician used grasping forceps through the scope to pull the wire free from the clip. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the date of the event was approximated to (B)(6) 2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h2: correction block d4 (model number) has been corrected. Block h11: investigation result the returned resolution 360 clip was received for analysis. A visual and microscopic inspection noted that only the control wire was returned without the clip assembly and showed evidence of premature deployment (the yoke was attached to the control wire). The control wire was found to lack proper flattening. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of "clip failure to release from catheter and handle break" was not confirmed. The device was returned without the clip assembly and without the handle. However, during product analysis, it was found that the device returned without the clip assembly but with the yoke still attached and with evidence of premature deployment. It is important to mention that the presence of the clip assembly is crucial to the investigation, as the reported event is directly related to this piece. To clarify the reason for the problem faced by the physician, this component must be inspected. Although the exact cause cannot be confirmed, it is most likely that this failure could be due to operational factors during the procedure, such as attempting to open the clip once it is already activated, the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. However, these are only hypotheses. Additionally, it was found that the control wire lacked proper flattening, which facilitated the detachment of the sleeve. A labeling review was performed and from the information available, it was confirmed that the adverse event of (additional device required) was anticipated. In addition, there is no evidence the device was used in a manner inconsistent with the labelled indications and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on the evidence of the product analysis, the control wire separated from the handle and without a correct crimping sleeve process performed indicates that there were issues traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, when the technician tried to deploy the clip, it would not release from the catheter. While trying to fix it, the wire came loose from the handle, and the catheter was removed with the wire and clip still attached to the tissue. The physician used grasping forceps through the scope to pull the wire free from the clip. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.